Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction. The customer reported hypoglycemia of blood glucose value of 45 mg/dl. And also customer reported experienced hyperglycemia. The customer reported hypoglycemia, hyperglycemia treated with glucose/carb intake, emergency medical services/ambulance/emergency room visit, IV insulin drip (intravenous insulin infusion), no treatment. The event involved product(s) mmt-1780kl, mmt-866a, mmt-332a. Trouble shooting was partially performed and customer does not feel ok to troubleshoot. It was unknown whether the customer will continue to use the insulin pump within 48 hours of reported event or not and it was unknown whether the automode feature was active at the time of event or not. No further patient complications were reported. It was unknown whether the customer will continue to use the insulin pump or not. No product return is required for mmt-1780kl. No product return is required for mmt-866a. No product return is required for mmt-332a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer's husband reported that the customer had a low blood glucose on august 13, 2024. Paramedics were called between 2:15am and 3:30am for a low blood glucose of 45mg/dl. Customer was treated with carbohydrate and insulin drip. During the call, customer's husband declined troubleshooting for the low and said customer was having a high blood glucose. No treatment was mentioned for the high. Caller also declined troubleshooting for the high. Later customer called on the high in case-(B)(4). Pump was used within 48 hours of the low. It was unknown if auto mode was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.